Event description:
The micro reciprocating saw was sent in for eval because it was overheating and running on its own without activation. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
The device was received for eval, failure analysis is in progress. Additional info will be submitted once the quality investigation is complete.